Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-07568. It was reported that the patient presented to the clinic for a follow up. Interrogation on the patient's implantable cardioverter defibrillator (ICD) showed the right ventricular (rv) lead had an increased capture threshold and evidence of noise. The patient was asymptomatic. The physician explanted and replaced the ICD and rv lead. The patient was stable throughout.